Manufacturer narrative:
A) device was found to have a speaker issue present. The speaker assembly was replaced. Device was repaired and rested to meet all the specifications on 04/15/2016. B) the initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. C) zyno medical submitted an e-MDR (3006575795-2016-00039_complaint (B)(4)) on 09/30/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported " the pump has lost its voice. The red light shows up but there is no sound." No patient was involved in this case.